Manufacturer narrative:
H6: patient code e050301 added per surpass data.

Event description:
It was reported stroke like symptoms occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under local anesthesia. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. A total of four (4) deployments and recaptures were conducted. To help get a better position of the device on the mitral side, the physician decided to switch to a watchman trusteer access system. It was noted that the transeptal puncture (tsp) site was too high (mid-posterior), but it was still decided to exchange for a watchman trusteer access system. Just before an exchange was to be made from the watchman fxd double curve access system to a watchman trusteer access system, the patient shot up their arms and made a reaching movement and then began to snore in excess. The attempt to exchange the sheaths was started, however it was subsequently stopped to assess the situation. The patient snoring continued and increased. The patient was assessed for about 10-20 minutes. The patient would not respond. The physician began to give heparin reversal to try and wake the patient up. The patient would not respond to physical pain or to the staff calling out their name. The cardiologist observed that there was notable dysfunction visualized in the left eye of the patient after the procedure had been aborted. It was suspected that either an air embolism or hemorrhagic stroke from heparin occurred, but neither was confirmed. There was no air bubbles observed leaving the sheath, only visualized micro-bubbles from the transeptal puncture. No bubbles were visualized on fluoroscopy imaging, echo, or in the sheath by the boston scientific rep, physicians, or staff. There was no air bubbles visualized when aspirating the sheaths. A stroke alert was called, and the patient was seen by neurology for a computed tomography (CT) scan. The cause of the stroke was noted as a watershed infarct. The patient has been extubated and is now alert and oriented.

Event description:
It was reported stroke like symptoms occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under local anesthesia. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. A total of four (4) deployments and recaptures were conducted. To help get a better position of the device on the mitral side, the physician decided to switch to a watchman trusteer access system. It was noted that the transeptal puncture (tsp) site was too high (mid-posterior), but it was still decided to exchange for a watchman trusteer access system. Just before an exchange was to be made from the watchman fxd double curve access system to a watchman trusteer access system, the patient shot up their arms and made a reaching movement and then began to snore in excess. The attempt to exchange the sheaths was started, however it was subsequently stopped to assess the situation. The patient snoring continued and increased. The patient was assessed for about 10-20 minutes. The patient would not respond. The physician began to give heparin reversal to try and wake the patient up. The patient would not respond to physical pain or to the staff calling out their name. The cardiologist observed that there was notable dysfunction visualized in the left eye of the patient after the procedure had been aborted. It was suspected that either an air embolism or hemorrhagic stroke from heparin occurred, but neither was confirmed. There was no air bubbles observed leaving the sheath, only visualized micro-bubbles from the transeptal puncture. No bubbles were visualized on fluoroscopy imaging, echo, or in the sheath by the boston scientific rep, physicians, or staff. There was no air bubbles visualized when aspirating the sheaths. A stroke alert was called, and the patient was seen by neurology for a computed tomography (CT) scan. The cause of the stroke was noted as a watershed infarct. The patient has been extubated and is now alert and oriented.